Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation summary: upon reception the subject home monitor was tested, and the reported behaviour was confirmed. Initially, the status lights were orange, and a few minutes later, both the status and pit lights turned green before turning off. In-depth analysis revealed that the device attempted to connect to the back office but failed to establish a network connection, resulting in an error with the modem. The root cause of the issue could be related to a network problem or, more likely, a hardware failure (such as a modem malfunction or improper connection of the modem or essential components like the sim card or antenna). However, the exact root-cause cannot be determined with certainty. This case is recorded for trending purposes.

Event description:
Reportedly, during the installation of a smart view monitor, the transmission light was flashing red and then turned off. The device was turned off and the same problem occurred. Few days later, the customer service was contacted and the smart monitor was turned on, the monitor's power lamp turned orange. After a while, the power lamp turned green and the monitor was in standby mode and the transmission lamp flashed red. Then turned off and the monitor went into standby status with the power lamp lit green. At the end it was decided to replace the home monitor.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the installation of a smart view monitor, the transmission light was flashing red and then turned off. The device was turned off and the same problem occurred. Few days later, the customer service was contacted and the smart monitor was turned on, the monitor's power lamp turned orange. After a while, the power lamp turned green and the monitor was in standby mode and the transmission lamp flashed red. Then turned off and the monitor went into standby status with the power lamp lit green. At the end it was decided to replace the home monitor.